Manufacturer narrative:
An eval of the device cannot be performed. Neither the device nor additional information is available from the research facility. If additional info becomes available, it will be submitted in a supplemental report. This is the same pt/event as MFR # 2249697-2010-00042.

Event description:
It was reported that, "the arthroplasty was revised due to tibial and patellar loosening. The tibial, femoral and patellar components were revised. The components were implanted in situ for 3.0 y." Reported devices were implanted in 2006 and explanted in 2009.